Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed upstream occlusion testing. There was no patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/6/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the device failed upstream occlusion¿ was confirmed during the upstream occlusion test. The probable cause was the pump was out of calibration. The pump was calibrated, and the pump passed all testing criteria. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.